Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) was confirmed. As received the monitor would not power on properly. A root cause investigation is underway. A supplemental report will be submitted upon completed. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power on properly. The patient was issued a replacement monitor.